Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open osteosynthesis with a mhn long nail. Because the patient's body habitus was quite large, the surgeon judged it difficult to perform the usual procedure, and the procedure of the claviculoacromial approach was taken. The nail was inserted from the appropriate position, and the nail was fixed without any problem. The surgeon used the screwdriver in question to insert the end cap because the end cap was to be inserted at a deep place in the soft tissue. However, the locking mechanism of the screwdriver was insufficient, and the end cap came off in the middle of insertion. The surgeon tried to insert the end cap using another screwdriver, but an abnormal noise was heard, and the end cap was not inserted properly. In addition, even when the surgeon tried to remove the end cap, it got stuck and could not be removed because the screwdriver was idling. At the surgeon's discretion, an additional skin incision was performed via deltoid splitting approach to remove the end cap. The end cap was finally removed but the surgeon did not use the end cap again because the threaded part of it might have been broken. The surgeon used another end cap and succeeded in inserting an end cap. The surgery was completed successfully with over 30 minutes delay. This report involves one inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that inter-lock screwdriver combined t25/hexa was found to be stripped from the sliding bar tip and shaft tip. A dimensional inspection for the inter-lock screwdriver combined t25/hexa was unable to be performed due to post manufacturing damage. A functional test was performed, sliding bar and nut sub-assembly were slid into the shaft canal, they were not able to be assembled correctly as the tip of the sliding bar is stripped. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part number: 03.010.473 lot number: 49p1874 manufacturing site: haegendorf release to warehouse date: 08 may 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.